Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an enter bg-connect cgm dosing stops soon alert on an ilet system using a freestyle libre 3 plus sensor and experienced a temporary pairing failure between the cgm and ilet, after which the sensor re-paired on its own, consistent with an intermittent communication failure involving the cgm antenna/electromagnetic interface. Symptoms included hyperglycemia with a peak glucose of 185 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem identified between the cgm and ilet, consistent with intermittent communication failure and involvement of the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.